Event description:
The event involved a microclave® clear neutral connector where it was reported insulin was leaking from the microclave and tubing connection point. The device was changed out or replaced with no further problems encountered. There was patient involvement, no human harm or adverse operator consequences and there was delay in critical therapy reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Received one used mc100 microclave connected to one used non-ICU medical extension set. No defects or anomalies noted. The microclave and extension set were leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed.